Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilators has screen going blank and stopped ventilation while on patient use. Unit was swapped out. There was no patient harm reported with this event.

Manufacturer narrative:
Correction: d4: corrected UDI information. H4: corrected device manufacturer date.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the reported issue. The suspect device was not returned for investigation. No logs available. Customer is not willing to perform further troubleshooting or repair jobs on this unit. The root cause is not determinable, as exact failure is not determinable due to lack of further information.